Manufacturer narrative:
Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
Analysis was normal. No anomaly was found.